Event description:
It was reported that a spectrum iq infusion pump failed air-in-line test during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed air-in-line test" was unable to be reproduced. Evaluation sent the device to flow lines for an air in line test and could not be completed due to the device going into a reload set alarm. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor out of calibration. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.